Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was missing diagnostics. Battery voltage and impedance measurements were missing on a remote trans telephonic transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The data shows the last battery voltage as 'n/a' with missing data on (B)(6) 2012.